Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. Correction: g4: PMA/510k #. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump overinfused during infusion. The pump infused oxacillin over 10 minutes instead of the intended 40 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.